Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00683; related manufacturer reference number: 1627487-2021-00684. It was reported that x-rays revealed that the patient's leads had migrated as a result of being fractured. As a result, the patient's leads were explanted and replaced. Therapy was restored following the procedure.